Event description:
Information was received indicating that clinicians in the field have noted that this needle appeared to be dull. The nurses found difficulty piercing the skin with the needle. It was also noted that the patient felt discomfort and that the needle would not advance into the vein. Pressure was applied to the site to stop any bleeding after piercing the skin. No adverse patient effects were reported.